Event description:
It was reported that auth mom called in and wants to return the wicks, gives her daughter bedsores, wants to return to using the original wicks for her. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.